Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. It was also reported that the customer experienced an elevated blood glucose (bg) level of 320 (mg/dl) due to eating chocolate and not properly bolusing. A bolus was delivered and bg levels stabilized. Recommendation was made to consult with a health care provider to discuss diabetes management.